Event description:
It was reported that air bubbles were observed within the cartridge. Reportedly, the customer had filled the cartridge with cold insulin. Technical support educated caller to ensure insulin is at room temperature when filling cartridge. There was no reported adverse effect to the customer's blood glucose level. The customer resolved the issue by priming the tubing until the air bubble disappeared.